Event description:
It was reported that during laparoscopic gastric bypass procedure, on the second firing on the stomach the cut line was noticed to be jagged. It was rough looking. A couple of the staples were malformed. The procedure was completed with the same device. There was no patient impact. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.